Event description:
Related manufacturer reference number: 2017865-2022-12365. It was reported that the pacemaker exhibited premature battery depletion, and the right ventricular lead and pacemaker exhibited low pacing impedance. No programming changes were made. The patient's status was unknown.

Manufacturer narrative:
Correction: previously reported e1 (reporter phone number) should have been "(B)(6), and previously reported g3 should have been "jun 13, 2022"

Event description:
New information received notes that the pacemaker was explanted and replaced during the lead revision.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in MDR-2022-23890-04, submitted on 28 jul 2022 should have been "15 jul 2022" rather than "28 jul 2022."

Manufacturer narrative:
The reported events of premature depletion and low impedance were confirmed. The device was received with normal telemetry and output. Device image analysis showed signs of rapid battery depletion. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found normal, with signs of rapid depletion. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.